Event description:
The initial attorney report alleged pain and permanent injuries due to a defective mesh. The following is based on the medical records provided by the pt's attorney: on (B)(6) 2000, laparoscopic extraperitoneal right inguinal hernia repair with a kugel patch. On (B)(6) 2005, office visit notes, left inguinal hernia of 1.5 yrs. Pt does heavy lifting at his job and has noticed a bulge in his left inguinal region; it has always been reducible with no history of incarceration or strangulation. On (B)(6) 2005, laparoscopic left direct inguinal hernia repair with a kugel patch. On (B)(6) 2005, office visit notes, pt is doing well s/p left inguinal hernia repair, he is released to unrestricted activity. On (B)(6) 2007, office visit consult for surgical eval of left inguinal hernia and hydrocele. Pt has swelling of the left scrotum and left inguinal region for the past several months causing increasing discomfort. On (B)(6) 2007, left indirect inguinal hernia repair with perfix plug. The hydrocele was opened and there was spontaneous drainage, of the hydrocele. The kugel patch placed in 2005 was not indicated in the operative report. On (B)(6) 2007, left hydrocelectomy.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the add'l info received. There is no indication in the medical records that a device failure occurred. Additionally, the mesh remains implanted. If add'l event and/or eval info is obtained, a f/u MDR will be submitted. The medical records refer to a kugel patch implant on (B)(6) 2000, however, there was no indication that there were any issues related to this device. The medical records refer to a perfix plug implant on (B)(6) 2007, however, there was no indication that there were any issues related to this device.